Event description:
This lead was implanted on (B)(6) 2010 and was capped on (B)(6) 2013 due to lead not functioning. The physician was dr. (B)(6) at (B)(6) medical in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).